Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (patient death) was investigated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. At 2:42:23 on (B)(6) 2016 the patient was inappropriately treated. The patient was conscious however incoherent at the time of the event. The patient was in a hospital room at the time of the event. Rapid atrial flutter contributed to the false detection. Patient pressed response buttons earlier in detection sequence, but did not press response buttons prior to shock. The patient remained in the hospital after the event. The patient was removed from the device due to being incoherent. The device was shut down at 12:32:29. The patient was reported to have passed away at 18:30 on (B)(6) 2016.